Event description:
The svc report shows, the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) verified the malfunction. The cse was not authorized to repair the device and no parts were replaced.

Manufacturer narrative:
The customer did not authorize puritan-bennett corp to repair the device. The device has been sent to a third party service co.